Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 60 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had delivered a correction bolus as they thought their blood glucose levels were high. Symptoms reported include numbness, sweating and difficulty communicating. Once at the hospital the patient had lab work administered. The patient was treated with intravenous dextrose. The patient was at the hospital for 3 hours.